Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was approximately 245-250 mg/dl. The customer had gone to the emergency room and admitted to the hospital due to having a stomach flus and diabetic ketoacidosis (dka). The customer stated that the dka was due to the stomach flu. The customer was treated with an intravenous insulin drip and fluids. The customer was discharged the next day. The customer resumed pump therapy and had no further issues.